Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024 , it was reported by an arthrex subsidiary employee via sems-06706343 that an ar-1934bcf-2 suture anchor and an ar-1915sf suture anchor weren't sticking due to the patient's bone quality. This occurred during use.

Manufacturer narrative:
Additional information: investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information provided on 11/28/2024 by subsidiary employee who stated that the procedure being performed was a lateral ankle instability and the instrument used to prepare the bone socket for insertion was a suture-tak ankle guide and drill. The patient's bone was porous. They used a swivelock 4.75 ar-2324bcc-2 anchor to complete the case. No evidence was taken and the anchor was disposed of in accordance with hospital protocol.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.